Manufacturer narrative:
Correction: d4 and h4 (incorrect lot information referenced). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (lot, expiration date, UDI), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection of the returned sample noted that the luer at the distal end of the set was missing. It appeared that the set had separated from the component. Pressure testing, clear passage under water testing, and priming were performed on the sample and confirmed a leak at the separation point between the tubing and the male luer. The reported condition was verified. The cause of the condition is lack of solvent on the tubing generating an improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the connecting valve of a clearlink system continu-flo solution set, causing blood to back flow. The issue was noticed during infusion with intravenous fluid. The event was further described as "tubing was found cut off from the connecting valve". There was no report of patient injury or medical intervention associated with this event. No additional information is available.